Manufacturer narrative:
Verbatim of patient going through security screener added. Correction made and more specific code was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a por was seen on the patient programmer (pp). Patient services reviewed power on reset (por) and therapy has stopped due to por. It was reported that the patient went through the airport today, came home and tried to turn the device on and all of a sudden it did not work. It was reported that the pp showed por. Patient reported she just came back from mayo clinic and went through the airport security screener today. Patient reported that she had no medical procedures. Patient reported she charged 2 days ago. It was confirmed that an informational por was seen. It was reviewed with patient how to clear the por. Troubleshooting was successful. Patient services reviewed turning therapy back on. Therapy was confirmed to be adequate. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that a por was seen on the patient programmer (pp). Patient services reviewed power on reset (por) and therapy has stopped due to por. It was reported that the patient went through the airport today, came home and tried to turn the device on and all of a sudden it did not work. It was reported that the pp showed por. Patient reported she just came back from mayo clinic and went through the airport today. Patient reported that she had no medical procedures. Patient reported she charged 2 days ago. It was confirmed that an informational por was seen. It was reviewed with patient how to clear the por. Troubleshooting was successful. Patient services reviewed turning therapy back on. Therapy was confirmed to be adequate. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient reports that she has had no problems since calling about the por message and noted having no problems before the por message.